Event description:
On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported that the microcatheter was advanced in the patient with the coil and then removed. Upon checking the microcatheter after removal, it was discovered that the implant coil had prematurely detached. No patient injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The pusher assembly was returned for evaluation without the implant coil. The pusher assembly was found broken which likely led to the detachment of the implant coil.(B)(4).